Manufacturer narrative:
Occupation was lay user/patient. The returned test strips of test strip lot 39739621 were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.8 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 45%. Donor 2 hct: 48%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Customer meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.4 inr. Customer meter and customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 397396 and 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter received a questionable result from coaguchek vantus meter serial number (B)(4). The customer used strip lots 397398 and 39739621 and it was not clear which was used for the testing. At 3:52 pm, the result was 4.5 inr and at 5:41 pm the result was 2.5 inr. The therapeutic range was 2.0-3.0 inr.